Manufacturer narrative:
Additional information: according to the currently available information and in situ measurements, damage to the active electrode, as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation at the explanted device is necessary. The device is still implanted, further decisions are to be taken from the clinic.

Event description:
The patient_s hearing performance with the device suddenly decreased. Re-implantation is considered but no date has been scheduled.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found.this is a final report.

Event description:
The recipient_s hearing performance with the device suddenly decreased. The patient has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient's hearing performance with the device is affected. Re-implantation is considered